Event description:
On or about (B)(6) 2025, plaintiff underwent placement of the angiodynamics smartport in his right neck and chest, reference number (B)(4), lot number a3024002. The device was implanted by (B)(6) md, at (B)(6), for the purpose of ongoing vein access for chemotherapy to treat plaintiff's stage iii tonsillar cancer. On or about (B)(6) 2025, the plaintiff returned to the emergency department at (B)(6) with general body weakness. An ultrasound was performed which revealed near occlusive thrombus of his common femoral vein. In the early morning hours of (B)(6) 2025, the plaintiff was admitted to the hospital at (B)(6). The working diagnosis was acute embolism and thrombosis of unspecified deep veins. While inpatient, the plaintiff was treated with lovenox, an injectable anticoagulant medication. He was discharged on (B)(6) 2025, and was prescribed eliquis, another anticoagulant, 5mg oral tablet. He was instructed to take two (2) tablets daily for one (1) week, followed by one (1) tablet twice daily, until instructed to stop by his physician. On or about (B)(6) 2025, plaintiff underwent a port removal procedure to remove the smartport. The procedure was performed by (B)(6) md, at (B)(6) in (B)(6). After the port was removed, plaintiff was instructed to continue taking eliquis.

Manufacturer narrative:
The customer's reported complaint description of patient thrombosis cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during in situ use/treatment. Thrombosis is cautioned in the device directions for use (dfu) as potential complication for an implanted port system. A device history record (DHR) review of the indicated packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging lot for similar patient thrombosis issue. Labeling review: the directions for use (dfu) that is supplied with this port device contains the following statements: warnings absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions for peripheral placement, irritation to the vein, resulting in postoperative thrombophlebitis, has been associated with guidewire and introducer insertion. When using percutaneous introducers: to avoid blood vessel damage, do not allow the percutaneous introducer sheath to remain indwelling in the blood vessel without the internal support of a catheter or dilator. If more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interactions. After any infusion, injection or bolus application, the system should be flushed with normal saline for injection or locked with a heparin solution per institutional protocol to prevent thrombotic occlusion of the catheter. Potential complications: use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: these complications are well documented in literature and should be considered when a venous access device is utilized. Air embolism. Catheter malposition. Clot formation. Fibrin sheath. Infection. Inflammation. Thromboembolism. Thrombophlebitis. Thrombosis. Post-operative care the incision site should be monitored for signs of infection, inflammation, hematoma, device rotation or erosion. Routine wound care should be given to these sites. The smart port CT implantable port may be used immediately after verification of catheter placement. Instruct patient to avoid any heavy exertion or strenuous activity during the first few days after surgery. General guidelines each access of an angiodynamics smart port CT implantable port should be performed using aseptic technique. Follow institutional universal precautions. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).